Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step of load sequence despite using room temperature insulin, not overfilling cartridge, not reusing cartridge, and completing steps to remove air. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then successfully resumed insulin, and no additional outcome concerns were reported.